Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device was frozen/would not move - chuck seized. It was further observed that the labeling had an illegible etch, the moving parts did not move smoothly, and the device could not engage the attachment device. It was determined that the device did not function. It was further determined that the device failed pretest for general condition, marking and labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move - chuck seized, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).